Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and needed assistance with sensor calibration and auto mode readiness. Blood glucose level at the time of the incident was in the 40 to 50 mg/dl range. Customer treated with food. Blood glucose at the time of the call was not provided. It was not noted if auto mode feature was active and automatically adjusting insulin delivery prior to low blood glucose event. Customer was advised to change sensor. Customer declined troubleshooting for low reading. The insulin pump was not replaced or returned for analysis.